Event description:
Had to have hernia surgery and on (B)(6) 2009, they used mesh to repair it. Then, in (B)(6) 2012, had to have emergency colon surgery and when the doctor observed her abdomen, he found the mesh was entangled in the intestine and he had to remove 5 to 6 inches of intestine. He removed as much mesh as he could at that time. Now 10 months later, the incision will not heal. The doctor stated remaining mesh needs to be removed because it is causing an infection. More surgery is required in (B)(6) 2013.